Event description:
As reported, approximately 5 years and 9 months post initial left total shoulder arthroplasty (tsa) for secondary arthritis and a massive rotator cuff tear and approximately 2 years and 5 months post revision for prosthetic dislocation caused by disassembly of the polyethylene insert, a second revision was performed due to pain reported by the patient at which time the glenosphere, humeral liner, and humeral adapter tray were replaced. The humeral liner was changed to a constrained humeral liner. Despite the revisions, the insert continued to disassemble, and the inner joint exhibited an unusual brownish discoloration indicating metallosis. Event and patient outcome were not provided.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitants: 320-42-03 equinoxe reverse 42mm humeral liner +2.5 (B)(6). 320-02-42 rs expanded glenosphere 42mm, +4mm offset (B)(6).

Manufacturer narrative:
Report number: 1038671-2024-04529 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04529. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.